Event description:
It was reported that the patient experienced ineffective stimulation following a fall. Evaluation identified high impedances on all contacts of the left lead. As a result, surgical intervention maybe undertaken at a later date.

Manufacturer narrative:
Date of even is estimated.